Manufacturer narrative:
G4:28dec2020. B4:30dec2020. The defective user interface board was returned for failure investigation and no fault was found. Unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020. The manufacturer's international service technician evaluated the unit and the reported phenomenon was confirmed. It was ensured that replacing the user interface board resolved the phenomenon. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
It was reported that the unit powered itself on and then was unable to be turned off with the power switch. There was no patient involvement. The manufacturer's international service technician confirmed the issue and advised to replace the user interface.